Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the nim console found that the mounting channels of the bezel were broken. There were no anomalies found. The software was upgraded to 1.6.4. The console radio module was worn and the short and long antenna was worn. Continuation of d10: h3 for concomitant product: product analysis of the nim patient interface found that the blue sleeve was missing, fuses and decal were missing, fuse led decal was faded. The patient interface was upgraded to v1.6.4. The 18pos ribbon cable was disconnected and the stim 1 fuse was faulty. H6: previously applied codes fdr b17, fdm c20 and img g02005, g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6) ubd: , UDI#:(B)(4). Additional codes: img code g02030 is applicable for nim 4.0 console and the img code g02005 is applicable for nim 4.0 patient interface (concomitant product). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim console does not work correctly and does not recognize the patient interface. There was no patient impact.